Event description:
Malfunction: system failed to perform as expected. The surgeon reported the system would not perform air fluid exchange. The surgeon stated, the cassette and tubing was replaced and the system operated normally and the procedure was completed uneventfully. No pt injury was reported. Additional follow-up info was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B) (4). (B) (4).